Manufacturer narrative:
It was reported that the error message "arterial flow/bubble sensor defective" was displayed and therefore no flow could be measured. The intervention for the pump stop was not set. The failure occurred during priming. A getinge service technician (fst) was sent for investigation and repair on 2022-10-17. The digiflow board and the sensor panel were replaced, but this did not solved the problem. Therefore the fst replaced the flow/bubble sensor and installed a new software. The affected flow/bubble sensor and its cable had no visible damages. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the error message "arterial bubble sensor defective" occurred multiple times on the date of event (2022-09-12). Furthermore the fst stated that the most probable root cause was a sum out of a defective flow/bubble sensor and an older system version. Additionally, with reference to the current risk file of the cardiohelp device , the following possible causes could also be linked to the reported failure: bubble sensor not plugged but recognized, sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. Moreover, according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The review of the non-conformities has been performed on 2022-09-14 for the period of 2015-09-10 to 2022-09-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-09-10. Based on the results the reported failure "flow bubble sensor defective error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that no volume measurement was possible. The instant of time is unknown. No harm to any person has been reported. Complaint ID#: (B)(4).